Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device was received for evaluation. During functional testing, a system error 345 alarm was not reproduced. A review of the event history log revealed 'system error 345'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification downstream thermistor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.